Manufacturer narrative:
The ip address had not been entered in to the dpm central station. Issue was resolved by entering the ip address.

Event description:
Customer reported an issue with the dpm telepack which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.